Manufacturer narrative:
This report is submitted on january 10, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced magnet dislodgement during an MRI (tesla strength not reported) on (B)(6) 2018. Surgery to reposition the magnet, while the patient was under sedation, was completed on (date not reported). The implanted device remains.